Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation:analysis of the returned device identified: delamination valve, creases fold, wear abrasion and opening curved on anterior leak test and microscopic analysis was performed which identified: delamination partial of the valve, opening crack and sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification.based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. A delamination partial of the valve (adhesive failure). A cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b.6., d.6., d.10., h.3., h.6.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.